Event description:
It was reported that there was a loss of monitoring for 50 patients for an undisclosed amount of time. (B)(4) central station monitoring and bedside monitoring was lost on 50 eagle patient monitors due to network traffic apparently originating from a dash 4000 patient monitor. The network traffic appeared to cause the eagle monitors to enter a reboot cycle which would not complete. All monitored was restored after the dash 4000 was removed from the network. There were no patient injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.